Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A new set of instruments was found with the wrong labeling description in a warehouse. No impact to any procedure or patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the label determined that the product is labeled as a "barouk katsuya drill". The correct labeling description was reviewed with the labeling group and regulatory affairs and it was determined that the product should be labeled as 'length gage¿. Review of the device history records for a4504 lot 5216298 identified a related deviation. The label on the DHR also shows the incorrect product description. The root cause of the reported issue is attributed to the supplier placing inaccurate information on the label. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.